Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow and the ok keypad buttons have been intermittently stuck over the past several months. She stated that she has to press the buttons harder than expected to obtain a response. The patient denied exposing the pump to water; denied physical damage to the rubber keypad; and stated that she wears the pump in a pocket.